Event description:
On (B)(6) 2016 I opted to have a complete hysterectomy and repair of my pelvic floor which had prolapsed. The surgery was at (B)(6) hospital in (B)(6). The surgery was performed by dr. (B)(6). Immediately after the surgery I began to have extreme swelling and soon developed suture granulomas of the pds dissolvable sutures used to sew up my episiotomy related site as well as the incision inside of the vagina. I reacted to the sutures so badly that the doctor offered to go in and remove them. By (B)(6) 2017 I discovered that pds sutures are contraindicated in the type of tissue in which I had a reaction. I did not react to the pds sutures used inside of the vagina and those dissolved. The pds sutures finally dissolved by (B)(6) 2017 but it took them 8 months and due to the problems I have significant scarring that makes it difficult for me to sit without pain. I will never be able to have sex again and I am told at this point that there is no way to remove the scar tissue. Dr. (B)(6) informed me that he had about 7 or 8 other women react to the sutures but said he thought I just lacked the enzyme to break them down. Of course that cannot be true because my body broke down the pds sutures inside my vagina just fine. It was the ones used close to the surface that were a problem. I was told vicryl should have been used however those doctors are unwilling to put that in writing. I am permanently disfigured because of what has happened to me. I am being seen by doctors in (B)(6) at much expense to me and medicare to obtain another opinion as to the situation and whether it can be resolved. I have seen multiple specialists over this issue including doctors at both(B)(6) and soon in (B)(6) not to mention all of the ER visits.